Event description:
The polarsehath was selected for use during the ablation procedure to treat atrial fibrillation (a fib). It was reported that after opening the package, it was found that there was a hole near the joint part of the side port of the sheath due to a crease at the time of preparation. The device was replaced with a new one from the same model. The procedure was completed successfully without patient complications. The device has been returned for analysis.

Manufacturer narrative:
The polarsheath was returned to boston scientific for analysis. Visual inspection revealed that the flush lumen was kinked/creased near the handle housing. However, no hole was observed in the lumen and the sheath passed all leak testing. There was a kink in the luer extension line where the extension line enters the handle.

Event description:
The polarsehath was selected for use during the ablation procedure to treat atrial fibrillation (a fib). It was reported that after opening the package, it was found that there was a hole near the joint part of the side port of the sheath due to a crease at the time of preparation. The device was replaced with a new one from the same model. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.